Manufacturer narrative:
(B)(4). Catalog # unk, but referred to as cook celect filter. Exp date unk as lot # is unk. Unk as lot # is unk. No device, imaging studies or medical records have been available. Consequently, based on very limited info, it is difficult to comment on the alleged filter perforation of ivc and aorta. Pt presented with a painful hematoma one month post ablation procedure. Unk whether or not the ablation procedure, which might be performed by using the "seldinger technique" with a probe, advanced all the way to the heart, could have influenced on filter position and configuration inside ivc. Instructions for use list damage to the vena cava, and vena cava perforation as potential adverse events. Such events have also been reported in the published medical and scientific literature. The exact root cause for the alleged filter perforation of ivc and pt death cannot be determined based on the limited info provided. However, nothing indicates the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: it is alleged that "on or about (B)(6) 2009, pt presented to the hosp with chest pains, shortness of breath and pe. Celect filter was implanted (B)(6) 2009. It is alleged that "on or about (B)(6) 2012, pt had an ablation performed due to persistent atrial fibrillation. Then over the next several months pt suffered from persistent internal bleeding in the areas near her ivc filter, including (B)(6) 2012 when she presented with a painful hematoma. On (B)(6) 2012, pt passed away and noted on the autopsy report under cardiovascular system was that the cook filter had penetrated the aorta and vena cava.